Manufacturer narrative:
Other, other text: b3 unknown, d4: complete UDI (B)(4) one device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed multiple cassette partially unlatched alarms. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the latch lock and latch lock flex. As a result, the latch lock and latch lock flex were replaced. Product is beyond a year from manufacture date (01/2016) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com

Event description:
It was reported that the pump exhibited an error message. No adverse patient effects were reported by the customer.